Manufacturer narrative:
On-site investigation completed by local distributor. He was allowed to view and inspect the golvo 7007 and sling used in the alleged incident. Both were found to be in good working condition and remain in use at the facility. MDR is being filed due to alleged injury.

Event description:
Facility reports that resident was being lifted in a comfort sling cotton medium with a golvo 7007es mobile lift. The resident became agitated, grabbed the sling bar and slid down to the floor. Pt/resident occasionally becomes agitated due to dementia. Pt received head injury and staples were needed to the scalp.